Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported there was an alert for hv lead impedance via remote transmission. It was later noted that the patient received therapy for vt. The device was reprogrammed and the patient will be monitored. Patient was in good condition after the event..